Manufacturer narrative:
D9: product received date: 10-july-2024. H3: one device was returned for repair in used condition. Visual evaluation found worn upstream occlusion (uso) seal and a torn downstream occlusion (dso) seal. This device has not been serviced in the past 12 months. Accuracy testing found the device was over-infusing. The cause of the issue was the expulsor. The expulsor was replaced to correct the primary problem. Also reported the dso seal and the uso seal. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the hx showed the bag dried. It was over infusing. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.